Event description:
It was reported that the guidewire (subject device) was used in the medical procedure. However, the subject device got broken during the procedure. No further information available.

Manufacturer narrative:
This is 1 of 2 reports (1st MDR). D4 ¿ expiration date ¿ added, d4 ¿ gtin ¿ updated, d9 - product available to stryker - updated, d9 - returned to manufacturer on ¿ updated, h3 - device evaluated by mfg ¿ updated, h4 ¿ manufacturing date - added. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was returned in two fragments connected by a stretched platinum coil. The surface of the broken/fractured nitinol tubing was rigid/rough. There was an additional break/fracture of the nitinol tubing towards the distal tip. The core wire distal end was observed through the distal tip dome. A functional inspection was not required as the event was confirmed visually. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that ¿the wires broke during the procedure.¿. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be not tortuous. There was patient involvement (i.e. The device was in use on the patient at the time of the event). The guidewire was reported to be in good condition during preparation/prior to use on the patient, therefore the damage noted to the returned guidewire indicates it encountered a significant force during the procedure. Based on review of all available information an assignable cause of procedural factors will be assigned to the as reported event of ¿guidewire broken/fractured during use¿ and analysed event of ¿guidewire broken/fractured during use', 'guidewire distal tip broken/fractured during use' and 'guidewire distal tip stretched' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
This is 1 of 2 reports (1st MDR).

Event description:
It was reported that the guidewire (subject device) was used in the medical procedure. However, the subject device got broken during the procedure. No further information available.